Event description:
The customer reported to beckman coulter (bec) that the coulter act diff 2 analyzer generated erroneous results on a patient sample. The customer indicated that the instrument also gave over range (+++++) white blood count (wbc) results and was flagging red blood count (rbc) (x) values on control runs after the startup until they are run several times. The printouts provided by the customer show that patient results had high rbc, hematocrit (hct), and platelet (plt) results with instrument generated flags/messages. The customer reported this is a very abnormal patient; however, no specific details were provided. The customer believed the results were erroneous because of the incorrect 11/56 hemoglobin (hgb) to hct ratio. Patient results are provided in file attachment. Based on available information, this customer runs samples almost immediately after draw, without any chance for the sample to equilibrate. Beckman coulter call center personnel discussed with the customer equilibration of the sample in the edta tubes. The erroneous results were not reported outside of the laboratory. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Samples were drawn in 4 ml edta tubes and analyzed almost immediately in primary mode. The previously-run patient samples were not rerun to confirm accurate back to the last acceptable control run. Controls were run before the incident. The customer did not run controls after the incident. Data review shows the patient results had high red blood count (rbc), hematocrit (hct), and platelet (plt) values with instrument generated messages as compared to sample reruns which the customer considered correct. The correct results had instrument generated "*" flags for white blood count (wbc) and plt. There was a hand writer note on the printout stating that plt result was verified by a slide review. However, the manual smear result was not supplied. The printouts show controls were out of range and/or had flags for multiple parameters and were run multiple times before coming in range. Additional control runs were provided for various days ranging from (B)(6) 2013 showing flagging. Four printouts of startup performed the morning of the erroneous results were obtained were showing failure for one or multiple parameters. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and noted wbc/rbc aperture flagging alerts. The fse also noted the bent probe and probe wipe leaking. The leak was contained inside the instrument. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves. There was no biohazard exposure to open wounds or mucous membranes. The fse replaced the bent probe and probe wipe. The fse also replaced the lyse check valve between the reagent pack and fluid metering inc.(fmi) pump. The fse replaced wbc mix bubble check valve, cleaned spillage from door mechanism, and verified/adjusted clog detection values. After the repair the fse performed several startups, with all results passing. Failure mode for the leak was related to probe that was bent and leaking probe wipe. The failure mode for the erroneous wbc (+++++), high hgb and flagging rbc (x) was attributed to the check valve between the reagent pack and fmi pump. The failure mode for the erroneous rbc/plt results cannot be determined with the information provided. The instrument generated flags/messages that alerted the operator to review the results.